Event description:
It was reported that the customer experienced alarms there was no adverse impact to the customer's blood glucose level. The customer was recommended to continue using the current pump until a replacement pump was arranged by tandem technical support, as clinical troubleshooting had been exhausted.